Event description:
Country of complaint: (B)(6). The inner sterile packaging releases particles due to the rubbing with plasmapore. There was no operation delay, the product was implanted.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: no product was received for evaluation. It can only be assumed that the issue is parts of the pe packaging that abraded to the surface (most likely the plasmapore surface). This may occur during unpacking, if not handled properly.